Manufacturer narrative:
(B)(4). Returned test strips evaluated with defect found; black chemistry observed. Meter not returned for evaluation. The most likely root cause is black chemistry due to improper storage. The complaint is reported by a distributor in (B)(6) on behalf of the customer. The product is not cleared or commercialized in the us. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
(B)(6). Customer from (B)(6) reported to the distributor on (B)(6) 2016 the following complaint: the actual result value under concern is 40mg/dl fasting. The customer's expected blood glucose test result range is 140 mg/dl. The customer did not report any symptoms. The product is stored at room temperature and normal humidity. The customer opened the vial of strips on (B)(6) 2016. The patient is a type-1 diabetes-patient for 20 years. She measured as always in the morning the fasting blood sugar. At that time the device showed a result of about 40 mg/dl so she drunk a glass of coke. After waiting and measuring again the device showed a result of about 21 mg/dl so she drunk another glass of (B)(6) and decided to call the ambulance. After a once more measurement with the paramedic device she got a result of over 500mg/dl. She was sent to hospital where the blood glucose concentration was decreasing. Test strip expiration date is 04/24/2018.